Event description:
Boston scientific received information that during the implant procedure, the patient experienced vasovagal syncope due to the physician having troubles pacing the atrium. The pacing system analyzer (psa) was used to pace the patient and when the physician disconnected the lead from the psa and connected it to the device there was no atrial pacing delivered. The lead was again connected to the psa and pacing was re-established. Once again the physician connected the lead to the device and at that time the device began to correctly pace the patient. The sales representative explained to the physician how implant detection works and that the ventricular lead needs to be inserted first in order to take the device out of storage mode and activate brady pacing. The device remains in use. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.